Event description:
The customer contacted physio-control to report that their device logged error code 9c19, this error is indicative of a biphasic device possibly delivering a monophasic energy as well as low energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The cause was isolated to the therapy pcb assembly. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged error code 9c19, this error is indicative of a biphasic device possibly delivering a monophasic energy as well as low energy. There was no patient use associated with the reported event.